Event description:
It was reported that a patient presented with an insertable cardiac monitor (icm) that exhibited under-sensing. Programming changes were made on the device. There were no reported patient consequences.